Event description:
Externalized conductors were visible during fluoroscopy. No electrical anomalies was shown during provocative tests and lead measurements. No adverse consequences were observed for the patient. The physician will monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.